Event description:
It was reported that after a new implant (B)(6), during the surgery they ¿did not pad her knee or arm¿ and after surgery the patient woke up with a swollen arm and knee. Pt said they did not use her surgical tape and she was allergic to the tape they used, she woke up looking like a tiger had scratched all down her arm. It was stated that the patient ended up in the hospital because the whole arm and leg were very swollen, went numb, and the patient couldn¿t walk due to the healthcare professional (hcp) not padding those areas during surgery. Additional information received reported that the patient mentioned ¿something about implant at t3<(>&<)>4.¿ it was stated that the patient¿s knee and arm ¿blew up¿ after her shoulder surgery.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).